Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the clamp broke during a cranioplasty. Three clamps were used, however one of them broke right on the outer plate. According to the doctor, the cranial bone was uneven so that the clamp was broken by the force applied to it in the oblique direction. The broken clamp was removed and absorbent thread was used to complete the procedure. There was a surgical delay of less than 10 minutes.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The visual inspection revealed that an attempt had been made to use the product as it is broken. Therefore, the complaint is confirmed. Functional testing revealed that the distal plate was able to slide onto the distal end of the broken post and the other plate was able to advance on the broken post with minimal resistance. According to the evaluation, the distributor reported that according to the surgeon, "the cranial bone was uneven so that the product was broken by the force applied to it in the oblique direction." The most likely cause was determined to be excessive force applied in an oblique direction. According to the evaluation, there are no indications of manufacturing defects.